Manufacturer narrative:
The investigation has just started; results will be provided within a follow-up report.

Event description:
It was reported that the ventilator rebooted during ventilation of a patient and displayed the message "wrong start". After the reboot the device continued to display the message and did not operate. The user replaced the device. No patient injury has been reported.

Manufacturer narrative:
The affected device was checked onsite and the log file was provided to the manufacturer for further analysis. During the device check the issue could not be reproduced and the device worked without a fault. The log file does not contain any error entry for the reported date of event. As a result, based on the investigation results the reported problem could not be confirmed and no root cause could be determined. In case the savina detects a deviation within the electronic system a software-controlled restart will be initiated in an attempt to solve the problem. During the restart the device generates a visual and audible alarm of high priority and the pneumatic system opens which reduces airway pressure to ambient pressure which allows for spontaneous breathing. If the failure is irreversible, the startup sequence cannot be finished resulting in a high priority buzzer alarm and the message ¿wrong start¿ is displayed. For this case, the user has to disconnect the patient from the device and continue ventilation without delay using another independent ventilator.

Event description:
Please refer to the initial-report.